Manufacturer narrative:
Qn#: (B)(4).

Event description:
The guidewire unraveled. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Event description:
The guidewire unraveled. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.